Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was 44 mmol/l. Customer stated that insulin pump received insulin flow block alarm. The customer stated that they did not alleging insulin pump was under delivering. The customer stated that self-test was passed. The insulin pump will not be returned for analysis.